Event description:
It was reported through a service report that the red handle that actuates the fowler was broken. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Other: handle.